Event description:
The customer reported a leak consisting of differential erythrolyse and stabilise from the unicel dxh 800 coulter cellular analysis system. The customer indicated that approximately fifty (50) milliliters of fluid leaked and was contained within the instrument. It is unknown of what personal protective equipment was worn by the customer at the time of the event; however, there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak from the differential sample line tubing. The fse proceeded to replace the differential sample line tubing to resolve the issue and verified the repair as per established procedures. In conclusion, failure mode of the leak is attributed to the differential sample tubing. (B)(4).